Manufacturer narrative:
The device mentioned in the complaint was discarded and not available for investigation. Hence a physical inspection of the device was not possible. Shockwave medical has controls in place to ensure devices are built to approved procedures and meet lot release acceptance criteria prior to being distributed. A review of the manufacturing and test documentation does not reveal any issues with the manufacturing of the device. The device passed all of swmi's acceptance criteria prior to shipping.

Event description:
An m5 peripheral intravascular lithotripsy (ivl) device was used to treat the left common iliac artery via brachial approach. Prior to ivl treatment, the vessel was predilated with a cordis peripheral balloon at which time the balloon ruptured. The ivl catheter was subsequently used to treat the vessel, and the ivl balloon ruptured after 98 pulses were delivered. Upon removal of the device, it was observed that approximately 3cm of the balloon had detached from the catheter, and was identified via angiogram to remain inside the patient. A medtronic self expanding stent was advanced and implanted, stenting the piece of detached balloon against the vessel wall of the left common iliac. The patient was discharged on the same day and there have been no additional patient sequelae reported.